Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the blinking ledss on the front panel was attributed to a damaged output connector. A definitive root cause of the damaged connector could not be identified. Per the instruction manual: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed that all the leds were flashing on the front panel due to faulty scope socket. Additionally, the front panel mouth was damaged, and the olympus lamp was over 300 hours which was below specification and required replacement. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera ii xenon light source front panel light was blinking. All the light-emitting diode (led) lights on the device were flashing. The event occurred prior to an unknown diagnostic procedure, which was completed with a similar device. There was no patient harm or user injury reported due to the event.